Event description:
It was reported that the patient presented in clinic for diagnostic imaging on a lead for externalized conductors. No anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.